Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was intermittently unresponsive, after closing the gantry around the patient, site were unable to move the superior nor downward. The memory button was illuminating without being initiated by anyone. Noticed that the drapes were getting somewhat caught in the gantry and the site removed them. As troubleshooting step ias rebooted, issues opening gantry but eventually successful. On 2nd reboot, they could move the system toward docking but could not tilt nor wag gantry. Switched with another ias to complete the case issue not replicated. Allowed the original ias to drain battery, charged and booted original but again could not tilt nor wag gantry this issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and replaced pendant per manual. Performed system checkout. System functions as intended. B01,c07,d02,g02040 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The pendant passed visual inspection and was installed on a test system. The system and pendant powered on and initialized successfully. Both 2d and 3d imaging tests were performed without issue. All pendant keys actuated correctly. No functional problems were found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.